Manufacturer narrative:
(B)(4). The insulin pump was received with missing retainer, missing reservoir tube o-ring, scratched case, serial number label missing, end cap address label missing, keypad overlay peeling, cracked select button keypad overlay, keypad overlay texture damage, pillowing keypad overlay, and minor scratched lcd window. No cracked lcd window noted. No damage noted on the lcd glass. Unable to perform the displacement test due to missing retainer.

Event description:
It was reported that the insulin pump's screen was damaged. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.